Manufacturer narrative:
Product analysis:only the top ~3mm portion of the implant returned for analysis. Fracture initiation appears to have at approximately ~7 threads from the top face, initiating at the root of the implant threads, and emanated outward. The threads appear to be undamaged. No deformation damage of the threaded hole is noted. The above observations are consistent with brittle overload due to excessive force during implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Location : hospital. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to plid. During the surgery, when doctor was implanting the product into the patient, the product was split, the small piece of behind part was falling off. But the most patients of product was implanted into patient, it was difficulty to take it out, the doctor had to implant it into patient. The product was in patient. The patient's current status is normal.